Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt lost stimulation and contact with her ipg. The pt's system would not respond to an add'l charger. An x-ray was performed which revealed the system was intact. The sjm rep noted the pt stated she had only charged the ipg a couple of times. It was reported the pt may not have been compliant in charging the ipg. The physician is working with pt for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.